Event description:
It was reported that an infusion set for the ilet bionic pancreas was deployed incorrectly when the adhesive on the inset infusion site folded over, resulting in an infusion set connection issue that required a site-only change guided by support, which resolved the problem. No reported alerts or alarms and no reported adverse clinical effects. Outcomes included completion of troubleshooting and education and shipment of replacement supplies. Investigation included customer interview and real-time troubleshooting. Investigation of this case revealed an incorrectly applied infusion set adhesive leading to an improper deployment or connection that impeded proper use, which was corrected with a site-only change. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique during infusion set application.